Event description:
It was reported that the patient developed an infection; vegetation growth was noted on the leads. The whole system including the implantable cardioverter defibrillator and leads was explanted on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.